Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose read was 500 mg/dl. The customer was also vomiting prior to the event. The customer's mother was unable to troubleshoot during the phone call.

Manufacturer narrative:
Complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.